Event description:
It was reported that the tip of the shaver broke off inside the patient. The piece was successfully removed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the tip of the cutter has broken off. Also, heavy wear marks on the window area show interference. Functional test were not performed due the broken tip. The probable root cause could be bone/tissue got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the shaver broke off inside the patient. The piece was successfully removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.